Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/17/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1934bcf-2 biocomposite¿ suturetak anchor was damaged during insertion. The base of the sutures broke, making it unusable. This was discovered during a biceps lesion procedure with no patient harm. The case was completed with another device. Additional information provided on 11/26/2025: it was further reported that the hole for the anchor was made using a suturetak anchor drill and the doctor used the material correctly, the patient's bone was very hard, which caused the anchor to break, not the drill. There were no loose fragments reported.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of a damaged ar-1934bcf-2, batch 15364204. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user-related, such as misaligned insertion, improper bone preparation, or prying or leveraging the device.